Event description:
It was reported that almost 3 years post xience v stent implantation in the distal right coronary artery (drca) the patient experienced angina, radiating to their jaw. Mild diffuse restenosis was found in the rca stents, but no obstruction. Distally to the previously implanted xience v stent in the bifurcation of the posterior descending artery and the posterior left ventricle branch an 80% stenosis was seen. The patient was treated medically only. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.